Event description:
It was reported that during a da vinci si cystectomy procedure the vessel sealer instrument gave an error message regarding sealing and stopped working. The surgical staff exchanged it into a different type of instrument and continued the case. The on site logs found error 32003 engineering advisory, incomplete cuts. It was indicated that the vessel sealer would not cut and seal and that they did not try another instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The isi representative has retrained the staff properly since this case. The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The endowrist vessel sealer instrument is designed to generate system error messages when the da vinci surgical system detects a problem during use, for example while sealing. Therefore, a system generated error message has the potential to interrupt energy activation.  This interruption does not represent a significant risk to patient health as the surgeon is made aware that the sealing cycle was not completed and can then restart the cycle accordingly. Based on this, it has been concluded this is not a reportable event, as the instrument behaved as intended after the system detected a potential problem. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.